Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy the iab developed a leak. The iab was replaced and within one hour the second iab developed a leak and blood was noted in the extender tubing. The customer was not certain if the blood backed into the iab pump (iabp). There was no reported injury to the patient. This submission was for the 1st iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extender tubing was also returned. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. Four kinks were noted on the catheter tubing approximately 58.9cm, 51.6cm, 44.5cm, and 35.6cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.013cm in length. The reported blood in tubing problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy the iab developed a leak. The iab was replaced and within one hour the second iab developed a leak and blood was noted in the extender tubing. The customer was not certain if the blood backed into the iab pump (iabp). There was no reported injury to the patient. This submission was for the 1st iab used.